Event description:
When trying to position the pt on the couch, the operator pressed the up/down button to move the couch upwards, and it moved downward automatically. Nobody was hurt or injured.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. Initial MDR mailed on (B)(4), 2011.